Manufacturer narrative:
February 11, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that upon scheduled follow-up of this pacemaker on (B)(6) 2011, embedded holter memories (aida) could not be read (data remained empty on the programmer screen), even though the programming head was left for a long time on the pt.